Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Healthcare professional also reported "any creases"observed during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: observed crease flat on the device. Additional observations: white particles observed on the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d6a, d6b, h6.

Event description:
Healthcare professional reported left side creases observed during surgery via rga. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.